Event description:
It was reported that approximately 65 months post implant of two bifurcated devices, and two limb extensions an endoleak was identified. Reportedly, a computed tomography (CT) scan revealed an endoleak. The physician chose to reline the device with an additional bifurcated device, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical specialist. There might have been product use that was incongruent with sizing recommendations: the cuff and main body were the same diameter. There appeared to be adequate overlap post the index procedure. The patients change in anticoagulation therapy (between 36 and 65 months post index) might have contributed to this complaint. Negative aortic remodeling might have contributed to this complaint. The endoleak was substantiated, as well as the secondary procedure. There was evidence to support the possibility of an aortic rupture, which was unreported. Based upon the investigation findings, the root cause could not be determined; however, disease progression and vessel remodeling are likely contributing factors. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.